Event description:
Procedure performed: laparoscopic nephrectomy. Event description: cd004 was being used to remove the patient's kidney, the bag had been successfully deployed and the trocars were being removed ready to remove the specimen when the event occurred. The kidney was placed in the bag and the patient was checked for any bleeding before removing all the ports, the retrieval stick was unhooked and removed followed by the port in which the guide bead fell out of the port in to the surgeons hand as it was being removed with the bag still inside the patient. The port site incision was extended and the specimen within the bag was removed. The bag still had the specimen inside therefore once the incision was extended it could be removed without any intervention. Additional information received from applied medical representative via email on 16may25: unfortunately, no video was taken of the incident. Intervention: the bag still had the specimen inside therefore once the incision was extended it could be removed without any intervention. Patient status: patient status is normal.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided following the completion of the investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience component separation as the bead was detached from the bag. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Procedure performed: laparoscopic nephrectomy. Event description: cd004 was being used to remove the "patient's" kidney, the bag had been successfully deployed and the trocars were being removed ready to remove the specimen when the event occurred. The kidney was placed in the bag and the patient was checked for any bleeding before removing all the ports, the retrieval stick was unhooked and removed followed by the port in which the guide bead fell out of the port into the surgeons hand as it was being removed with "the" bag still inside the patient. The port site incision was extended and the specimen within the bag was removed. The bag still had the specimen inside therefore once the incision was extended it could be removed without any intervention. Additional information received from applied medical representative via email on 16may2025: unfortunately, no video was taken of the incident. Intervention: the bag still had the specimen inside therefore once the incision was extended it could be removed without any intervention. Patient status: patient status is normal.